Event description:
It was reported that upon insertion of the non-preloaded monofocal intraocular lens (iol), it was noticed that the trailing haptic was amputated, which necessitated the lens to be removed and replaced with backup lens, prolonging surgical time. The backup lens was successfully inserted. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.